Manufacturer narrative:
Alleged failure: cracked/peeling insulation at shaft, bent shaft. Confirmed failure: cracked/peeling insulation at shaft, bent shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.